Event description:
It was reported that the defib lead was opened but not used as the svc coil came undone during the implant. Another lead was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted; full lead analyzed.